Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Performance with the device has been in decline since (B)(6) 2016. Patient fell and dislocated his shoulder and hurt his leg but did not recall hitting his head. No other changes in health were reported.

Manufacturer narrative:
Med-el elektromedizinische geräte (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information and received in situ measurements, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is postponed until (B)(6) 2017.

Event description:
Performance with the device has been in decline since (B)(6) 2016. Patient fell sometime in (B)(6) 2016 and dislocated his shoulder and hurt his leg, but did not recall hitting his head. Re-implantation for the concerned device is postponed until (B)(6) 2017.

Manufacturer narrative:
(B)(4) (exemption number e2015033). Submit MDR reports on behalf of med-el corporation (exemption number (B)(4)). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The patient reportedly fell, which might have somehow weakened the fixation of the electrode leading to electrode mobility. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
Performance with the device has been in decline since (B)(6)2016. Recipient fell sometime in (B)(6)2016 and dislocated the shoulder and hurt the leg, but did not recall hitting directly the head. The patient was re-implanted on (B)(6)2017.